Manufacturer narrative:
Unit unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Unit passed the displacement test. Cracked case all corners of display window, cracked on reservoir tube lip, cracked battery tube threads and scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 393 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.